Event description:
It is reported that end-user experienced uncontrolled bleeding around his prolapsed stoma's edges at the base requiring treatment in the emergency room where a wound seal was applied to the stoma to stop the bleeding. Aspirin was discontinued. Plavix continued. The end user will continue to have plavix monitored by his doctor.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Report states that product was in use for one (1) day before issue occurred, and that issue occurred (anatomically) on illeostomy. Lastly, it is reported that end-user is unable to locate product's lot number. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 06/19/2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.